Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport implantable port attached to a groshong catheter was returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations was performed. A split was noted on the attached catheter approximately 7.5cm from the distal end of the cath-lock. A longitudinal split was noted on the border of the attached catheter approximately 8.0cm from the distal end of the cath-lock. A complete circumferential break was noted on the distal end of the attached catheter that was elliptical in shape. The edges of the complete circumferential break noted to be uneven, and the surface was noted to be round and smooth in one region and granular in the other region. Upon the infusion, leak was noted due to fracture. Therefore, the investigation is confirmed for the reported fracture and identified material separation, deformation and naturally worn issues. The definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately three years and five months post a port placement, the catheter allegedly had a tear. It was further reported that the patient allegedly experienced swelling. However, there is no information on any intervention or medications provided to treat swelling. There was no reported patient injury.

Event description:
It was reported that approximately three years and five months post a port placement, the catheter allegedly had a tear. It was further reported that the patient allegedly experienced swelling, however, there is no information on any intervention or medications provided to treat swelling. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return